Event description:
The (B)(6) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - earth leakage current failed performance spec: earth current lc normal 3367.8 microamps (specifications 4.0 - 300.0 microamps). Earth current lc reverse 318.4 microamps (specifications 4.0 - 300.0 microamps), earth current single fault normal 3632.5 microamps (specifications 4.0 - 500.0 microamps), earth current single fault reverse 3536.0 microamps (specifications 4.0 - 500.0 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The technician checked for infinite resistance reading from ground to each ac input terminal at the power entry module. The readings were not infinite but were rather errantly sitting at 2.2 and 3.1 meg ohms. These readings go to their proper infinite value when the power entry module is disconnected. The power entry module showed evidence of dried liquid residue. The assignable cause of the failed earth leakage current test was determined to be fluid damage to the power entry module. The power entry module will be scrapped. The device was sent to service.